Event description:
This is a case report received by baxter (B)(6) from a pharmacist . It is reported that a patient experienced a blood leak while he was treated through an aquaset 12 device. A blood leakage was observed at the level of the blood pump line. The therapy was stopped and the patient was then reconnected to a new circuit. The line was checked and no kinks were found. The blood pump was checked and it was fine as well. A new set was then connected on the same machine and performed correctly. There were no clinical consequences reported for the patient.

Manufacturer narrative:
(B)(4). The product sample has been requested, but has not yet been received by baxter for evaluation. Should any additional information become available, a follow-up report will be submitted. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). The sample was received in a very bad condition, it was impossible to manage the sample and evaluate it. The description of the complaint does not help to understand the problem. The device history file was reviewed but they didn't find any anomalous. The root cause is unknown.